Event description:
Related to MFR report # 2183959-2012-00666. On or about (B)(6), 2009, the patient was implanted with an ams elevate graft with the "intention of treating" the patient "for stress urinary incontinence and pelvic organ prolapse." It was reported that after, and as a result the patient experienced "serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." It was also indicated that the patient has experienced "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.